Event description:
Pt underwent facial resurfacing with renuvion (had facial nerve blocks and tumescent anesthesia with mko) she tolerated the procedure well at initial check up we noticed she was not healing/peeling in the same manner as other patients. She began to develop striped texture and lines following the procedure. Lines are still present (primarily on cheeks) and she is now 4 months post procedure. We have urged her to be patient through the healing process and avoid sun exposure, but she is concerned effects are permanent and that the procedure was not worth her investment. Reached out to j plasma clinical trials they advised to wait until patient is 9 months out for any follow up procedures.